Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a power cord was burnt and was not getting enough voltage dc. The machine was returned to service without a recurrence of the reported issue. There was no patient involvement.

Event description:
A user facility biomedical engineer (biomed tech) reported a power cord was burnt and was not getting enough voltage dc. The machine was returned to service without a recurrence of the reported issue. There was no patient involvement. Additional information was received from the biomed on 03/15/2018, who stated the power cord was the original plug that came with the machine. Burnt wiring was also noted near the rocker power switch was affected. The power switch and wiring (white & black) was replaced. No damage was done to power switch but it was advised to be replaced as a precaution. The cord was plugged into a gcfi hospital grade outlet and no visible smoke, flames or sparks were observed. The machine was placed back in service and the power cord was no longer available to be returned for evaluation.

Manufacturer narrative:
Corrected serial number: (B)(4). Corrected device manufacture date: 2012-04-09. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a power cord was burnt and was not getting enough voltage dc. The machine was returned to service without a recurrence of the reported issue. There was no patient involvement. Additional information was received from the biomed on 03/15/2018, who stated the power cord was the original plug that came with the machine. Burnt wiring was also noted near the rocker power switch was affected. The power switch and wiring (white & black) was replaced. No damage was done to power switch but it was advised to be replaced as a precaution. The cord was plugged into a gcfi hospital grade outlet and no visible smoke, flames or sparks were observed. The machine was placed back in service and the power cord was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.